Event description:
The patient was hospitalized for elevated blood glucose levels and dka. The patient's mother reported that the pump cartridge did not contain any insulin.

Manufacturer narrative:
The cartridge was returned to animas for evaluation. Evaluation demonstrated that the cartridge was operating within required specifications.